Manufacturer narrative:
(B)(4). Date sent: 12/1/2021. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information received: the reporter initially entered incorrect product code via cst. Please change the product details according to the hospital form provided. (Pcee45a ethicon powered plus surgical stapler 45mm echelon flex; lot: unknown) d1 and d4.

Event description:
It was reported that during a lobectomy, consultant surgeon performing partial lobectomy on young patient in theatre 5 - estimated time of the issue(s) between 1200-1400 on (B)(6) 2021. While firing powered echelon 45 across lung parenchyma, (potentially including some minor bronchus) with black echelon gst reload the stapler was unable to progress. Several firings prior had progressed normally using echelon green reload. Surgeon opened another echelon 45 but this device also failed to transect the tissue. Surgeon then opened another device - medtronic endo gia manual - minor progress made before it also could not make further progress. Surgeon noted a lot of staples had been fired and he hypnotized that this could have had an impact. He also commented that while the tissue looked thick, he had still expected the staplers to be able to manage it. He went back in with scissors ultimately surgeon had to convert from planned partial lobectomy to a full lobectomy patient ok so 2 x echelon 45 and 1 x endo gia surgeon has saved the original stapler and highlighted that he had noticed an unusual defect on the head of the device, he was unsure if this was caused in the operation, he commented he thought it may have been as he did not see it prior.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.